Event description:
It was reported that this patient's right ankle was revised approximately 3 years 9 months post initial operation. The revision was due to loosening. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: concomitants: 4851586, 350-42-14 - tibial insert mb sz 4 rt 7mm; 6671609, 350-32-04 - tibial plate mb sz 4 rt; 6787797, 350-02-04e - talus -right- sz 4 - EU. H3: customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d4, h4. The following sections were corrected: d1, h6. The revision reported was likely the result of fracture. Increased loading on the medial aspect of the tibial liner may have contributed to the initiation of the fracture. However, the cause of the fracture cannot be determined. Wear of the liner was also noted on the returned device appearing consistent with use and uneven loading distributions both prior and after to the fracture. Potential contributions from user or patient related considerations could not be evaluated. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.